Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the motor was blocked, running rough and was defective. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by chile that the motor did not work on the air reamer/drill device. During the pre-repair diagnostics assessment, it was determined that the motor seized, jammed and was moving heavy. It was further determined that the device failed for check the attachment coupling, check for free movement, check safety system, check for immediately stop, check function of fwd / rwd, check for excessive noise, check for air leak and for check power with test stand. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: concomitant medical products: the device availability was inadvertently documented as (B)(6) 2016 in the initial report. The date returned to manufacturer was corrected to apr 21, 2017.